Event description:
The device shutdown while on a patient. A different device was used. There was no harm to the patient and this was an isolated event. We called tech support and ordered repair parts.